Event description:
Complainant alleged that during routine preventative maintenance of the zoll sales representative's demonstration device, the device displayed a "pacer fault 116" message, a "pace disabled" message, and a "defib disabled" message. The complainant indicated that there was no pt involvement in the reported malfunction.